Event description:
Medtronic received information that damage (physical or cosmetic), pump error 54, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged pump error 54, pump error 3, and cosmetic damage located at the front and back of the pump found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, and self test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump error 3 (variable 3) was present in the history download on event date of (B)(6) 2022 11:42:19.000 (file number=(B)(4), line number=(B)(4)). Pump error 54 (variable 35) was present in the history download on event date of (B)(6) 2022 11:42:17.000 ((B)(4), file number=(B)(4), line number=(B)(4)) .force sensor zero offset within specification (22.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and damaged display window cover. Pump error 54 and pump error 3 was not observed during testing. Pump error 54 and pump error 3 alarm confirmed due to software issues. Cosmetic damage confirmed at the front and back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.